Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of libre 3 plus sensors, the ilet displayed a ¿dosing stopped¿ alert, and blood glucose was described as high despite manual entries, with the user advised that bg run likely expired or manual bg entries were not made at the required frequency for continued insulin delivery. Symptoms included hyperglycemia. Outcomes included a temporary interruption of automated insulin dosing and the user reverting to backup therapy with subcutaneous insulin pens. Investigation included remote troubleshooting and user education regarding bg run functionality, dosing cessation behavior without active cgm or timely manual bg entries, and steps to resume therapy when sensors become available. Investigation of this case revealed that insulin delivery had stopped due to the bg run expiring or insufficient manual bg entry cadence when the cgm was unavailable, which is consistent with expected device behavior when sensor data are unavailable. It was concluded, based on previously established findings for similar reports, that the cause was use-related and related to therapy configuration in the absence of sensor availability.